Event description:
It was reported that the patient has expired after implant duration of approximately 0.07 months, due to unknown reasons. Per the operative report of 2009, the patient had the valve implanted to correct aortic stenosis. Reportedly, "the patient tolerated the procedure well and returned to the cardiovascular intensive care unit in guarded condition."

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the healthcare provider (via fax), the operative report was received. No information regarding the cause of death was provided. A device history record review is in process. Device not returned.

Event description:
It was reported that during a stereotactic breast biopsy procedure, the device was unable to get core samples. Another device was used to complete the procedure. No adverse consequences reported.